Event description:
Caller reported a cartridge alarm issue with their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller with cartridge loading techniques, but the alarm recurred, so they arranged to replace the pump. The customer will use a multiple daily injection (mdi) as a backup therapy and has been instructed on the process for returning the problematic pump to tandem, with a replacement pump sent to them.